Event description:
The device was implanted in 1998 and explanted in 2001 because of failure of telemetry after 2 external shocks (delivered to reduce a ventricular tachycardia). Following device explant, the existing lead was connected and tested with the new implanted ICD; as this lead was found faulty, the lead was also removed.